Event description:
Patient had a stemmed tibial baseplate and stemmed femur as her primary total knee, due to poor bone quality and her weight the tibial baseplate broke at the stem/taper interface.

Manufacturer narrative:
3 day initial report was submitted prior to complaint information being available. The following is updated information and corrections. Updated: added date of event (B)(6) 2017. Added catalog # 2431-0-0002. Added lot # 479073. Added expiration date 02/01/2019. Corrected implant date was: (B)(6) 2017, corrected to: (B)(6) 2015. Added explanted date (B)(6) 2017. Corrected device available for evaluation was: no information corrected to: no. Updated device evaluated by manufacture from no to yes and added evaluation summary. Updated manufacturer date was: no entry to: 02/28/2014. (B)(4). Added additional manufacturer narrative. (B)(4).